Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer service provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not occur again, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.